Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited an "airi in line" alarm. Per reporter the pump could not be restarted without priming the tubing. However, the pump would not power back on when the patient brought it back to the clinic. No adverse patient effects were reported.

Manufacturer narrative:
Additional information is provided for h.2, and h.6. No product was returned. The investigation determined the most probable cause to be due to the air detector not operating as intended, or the tubing may not be fully threaded through the air detector. The most probable cause for the device not being able to power on was due to the batteries not operating as intended or being dead, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.